Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Also, device was received with a moisture damage on the motor and vibrator assembly noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they performed self test on insulin pump and it did not pass. The customer¿s blood glucose level was 257 mg/dl at the time of incident and other blood glucose level was 300 mg/dl. Customer also experienced high blood glucose level and was treated with insulin pump. Customer stated that there was a strong smell of medicine inside the device 2 or 3 weeks ago while changing the set. Customer reported that there was fluid in the battery compartment. Customer stated that the o ring was in place and free from debris and battery cap was not damaged. Customer stated that the homes screen appeared on the display. The insulin pump will be returned for analysis.